Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr0484 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the head nurse placed a catheter in (B)(6) year-old patient ,male, at the hospital on (B)(6) 2021 due to the need for infusing chemotherapy drugs to treat neoplastic hematologic disorder. After placement, the catheter ruptured, making it impossible for continuous treatment. The catheter was therefore removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter split is confirmed but the exact cause remains unknown. One photo sample of a 4 fr groshong catheter was provided for evaluation. The catheter is shown to be outside of patient use and is assembled with the connector assembly. The catheter was shown in two segments. The adjoining surfaces of the catheter tubing were noted angled and flat with sharp edges. It is unknown if the catheter was intentionally cut. The catheter could not be inspected for additional damage due to the lack of a returned sample. Based on the description of the reported event, possible contributing factors include sharp instrument damage, tensile damage, and over-pressurization. Since the catheter was shown in two segments, the complaint is confirmed, but the exact cause remains unknown. H3 other text : device evaluation findings are in the manufacturer's narrative.

Event description:
It was reported that the head nurse placed a catheter in 14-year-old patient ,male, at the hospital on (B)(6) 2021 due to the need for infusing chemotherapy drugs to treat neoplastic hematologic disorder. After placement, the catheter ruptured, making it impossible for continuous treatment. The catheter was therefore removed.